Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the lcsb5, used with a hp053, emitted an error alarm. Another device was used to complete the case. There was no consequence to the pt.